Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154207.

Event description:
It was reported that the patient was symptomatic of arrythmia and dizziness. Interrogation noted that the right ventricular lead exhibited high pacing impedance and high capture threshold. No interventions were performed. The patient's condition was unknown.